Event description:
It was reported that the device gave the "call service" message and logged a critical event code in the memory. The device would not be able to deliver defibrillation therapy in the reported condition. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control provided the customer technical assistance and device repair options. Follow up with the reporter found that the device was removed from service and scrapped as the customer purchased a replacement defibrillator. The device was not returned to physio-control for evaluation. Therefore, the cause of the reported failure could not be determined.